Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted within the ascending colon of a patient on (B)(6) 2012 during a stent placement procedure. According to the complainant, the indication for the stent placement was for treatment of a stricture due to colorectal cancer. The stricture was reported to be approximately 4 cm in length. The patient's anatomy was reported to be tortuous. According to the physician, the prediction of the patient's life prognosis before the initial stent placement was approximately the end of (B)(6) 2012. The patient was not undergoing any cancer treatments (radiotherapy or chemotherapy) prior to or during this event. On (B)(6) 2012, a wallflex enteral colonic stent was implanted within the ascending colon just below the hepatic flexure. No issues were reported during the initial stent placement. On (B)(6) 2012, the patient presented with a stomach ache and was admitted to the hospital. An x-ray was performed, which showed free air and ascites in the area of the stent. The physician believed this to be an indication of a perforation within the stricture area of the stent. There was no alleged expansion issues with the stent; however, the physician believed that the perforation may have been associated with the normal expansion of the stent. In addition, the physician thought that stress might have been added to the large intestine, as there was an accumulation of stool at the distal end of the stent. However, the physician confirmed that the stent was fully expanded, and was not blocked or occluded with stool. No treatments or medications were provided for the suspected perforation per request of the patient's family. The patient's serum bilirubin levels increased and she developed liver failure. On (B)(6) 2012, the patient expired. According to the primary physician, the cause of death is associated with the increase in serum bilirubin and liver failure associated with the perforation. A second physician assessed the cause of death to be associated with perforative peritonitis. An autopsy report is not available.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However the complainant noted that the device was used prior to the expiration date. The device was not returned; therefore, a technical analysis could not be performed. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Perforation, pain, peritonitis and death are known complications associated with the use of this device, and are listed in the directions for use (dfu) / product label. Therefore, the root cause of this complaint is anticipated procedural complication.